Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It as reported that the cartridge was not aligning correctly with the pump. Reportedly, the customer felt that the area in which the pneumatic tap goes onto the cartridge may have been off-centered. The customer was able to load another cartridge successfully and there was no impact to the customer's blood glucose level.